Event description:
It was reported that this right atrial (ra) lead was explanted due to a possible micro-dislodgement, and loss of capture (loc) on the right atrial channel. Fluoroscopy showed an incomplete dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a possible micro-dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem. H6. Device and impact codes. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Inspection of the lead body and tip found no anomalies. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a possible micro-dislodgement, and loss of capture (loc) on the right atrial channel. Fluoroscopy showed an incomplete dislodgement. A new lead was implanted. No additional adverse patient effects were reported.